Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: tachycardia/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Impella 5.5 was inserted via the axillary artery in a 63-year-old male proactively prior to CABG. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was documented as scai shock stage d. The device functioned within expected range at p-6 3.6l/min. While on support the patient did experience tachycardia and amiordarone was started.